Event description:
It was reported to philips that the allura system occasionally could not perform exposure. The device was in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and reconnected the plug and unplugged cables which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the customer was able to finish the procedure after multiple attempts, as failure to fluoroscopy and expose was an intermittent issue. A remote service engineer checked the system remotely and found a timeout establishing connection with a generator error. A philips field service engineer (fse) inspected the system on site and confirmed the reported issue. Troubleshooting actions found that the cable connections were poor. The field service engineer (fse) reseated the cables which returned the system to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.